Event description:
The manufacturer received information alleging a patient with a dreamstation auto CPAP device has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information is being requested regarding the details of the reported death. The cause of death is not known. The device has not been returned for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a patient with a dreamstation auto CPAP device has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information is being requested regarding the details of the reported death. The cause of death is not known. The device has not been returned for evaluation. Correction: a correction is being submitted, as this allegation pertains to a humidifier. The base device report was submitted under philips reference number (B)(4).